Event description:
A (B)(6) y/o admitted for ivh stroke on (B)(6) 2015. Ventriculostomy inserted on (B)(6) 2015 for csh drainage. Ventriculostomy connected to a external drainage bag collection system. Rn attempted to change evd collection bag at stopcock site without success. Rn was unable to disconnect evd bag from drain set up so she drained the bag from the access port at the bottom of the collection bag. No pt harm. Dates of use: (B)(6) 2015. Expiration date: unk.